Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that after deployment of the xience v stent in the mid lad, a distal stent edge dissection occurred, which was treated with the placement of another xience v stent. Additionally, after deployment of another xience v stent in the proximal rca, a proximal stent edge dissection occurred which was tested with the placement of another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
The second xience v coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation: dissection is a known adverse event associated with coronary stenting, as noted in the xience v IFU and not necessarily an indication of a product deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention..." A conclusive cause for the reported patient effect and the relationship to the products cannot be determined.